Event description:
Lab tech injured their finger while squeezing vial to open. Basic first aid and tetanus shot were administered.

Manufacturer narrative:
The mfg process was evaluated and determined to be satisfactory. The package insert contains the following instructions: "hold reagent dropper upright and point tip away from yourself. Grasp the middle with thumb and forefinger and squeeze gently to break ampule close to its center one time only. Do not manipulate the dropper any further as the plastic may puncture and injury may occur." No corrective actions are planned at this time.